Manufacturer narrative:
H.6. Investigation: when we checked the appearance of the actual product, no abnormalities such as breakage or poor sharpness were found. When the airtightness of the actual product was confirmed (no leakage at the time of pressurizing for 15 seconds at the relevant jis standard 50kpa), no leakage was found. When purified water was injected into the infusion bag and the product was punctured in the center, no leakage was observed. When the rubber stopper of the infusion bag was confirmed to be enlarged, several puncture holes were found. In addition, this product includes cracks that occurred in rubber stoppers when the product was aged for years before writing. When the actual product was punctured into another infusion bag (physiological saline solution bag "fuso" 250 ml serial number 17f22c), no leakage was found. No abnormality was found in the actual product, and the reproducibility of the requested event could not be confirmed, so the cause could not be identified. H3 other text : see h.10.

Event description:
It was reported that 2 sp sets experienced leakage prior to use. The following information was provided by the initial reporter: when giving pirarubicin hydrochloride and 5fu, drug leaked from an opening between the spike needle and the rubber stopper.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that 2 sp sets experienced leakage prior to use. The following information was provided by the initial reporter: when giving pirarubicin hydrochloride and 5fu, drug leaked from an opening between the spike needle and the rubber stopper.